Event description:
Site employee contacted distributor regarding a reaction which she experienced after being injected with hydrelle in the lips. Employee stated a week after injection her lips became partially swollen. The doctor then prescribed prednisone. Pt works at the physician's office and was part of the no charge eval process. Updated (B)(6)2010: employee was one of the pts and it was a comfortable injection. It ached afterwards for a day or so, more than other fillers. Then it was fine and a week later, a bubble popped up on her lip. She took prednisone and the bubble went away.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.